Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a coronary artery bypass graft (CABG) procedure. During the procedure, the surgeon found that the helix of the lead was protruding through the epicardium. The surgeon clipped the helix of the lead. The local boston scientific field representative interrogated the device and loss of ventricular capture was noted. The patient was later seen for a lead revision procedure where the lead was cut and capped. There were no adverse patient effects reported.